Event description:
Rv (right ventricular) defib lead impedance warning on (B)(6) 2023. Patient's new rv defib impedance trend has risen in recent weeks and even triggered impedance alert. Noted that there were no notes about prior dft (defibrillation threshold test) testing. Patient to have chest x-ray. Approximately six days later, a second call in noted that device was toning again for same reason, defib impedance 200 ohms. Patient had prior lead issue that led to revision. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).